Event description:
It was reported that before the application when the customer put the iabp into operation., the cardiosave intra-aortic balloon pump (iabp) security disk needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
Complaint is being cancelled as it was opened in error, this complaint is not valid. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
Complaint is being cancelled as it was opened in error, this complaint is not valid.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) security disk needed to be replaced. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site telephone was shortened due to character limitations. The complete number is (B)(6).